Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not detected on the communication bus at the station. A field service engineer confirmed that the customer's verified issue was resolved. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed and was not detected on the communication bus, preventing users from accessing medication for patients. This incident resulted in a delay in dispensing medication to the patients and there was no patient harm. There were no adverse events or injuries reported based on this event.